Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 587 mg/dl with a moderate level of ketones. Manual injections were administered to address bg. Customer did not know cause of elevated bg. As tandem technical support was not contacted at the time of the reported issue, recommendation was made for the customer to discuss event with a healthcare provider.